Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board.

Event description:
It was reported to ventec that the device stopped ventilating while on a patient. The patient is 24-hour ventilator dependent and his caregiver observed that the device had "stopped blowing air." She proceeded to remove the patient from the vocsn and began to manually ventilate until paramedics could arrive and transport the patient to the hospital, where the patient was placed on new ventilator. The patient has since returned home. There were no reports of patient harm as a result of the reported issue; however, medical intervention was required to prevent impairment or damage to the patient.